Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that the lead had no capture at maximum output. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 lead implanted (B)(6) 2014; 680r30 heart ring, implanted: (B)(6) 2014; t505u227 tissue valve implanted: (B)(6) 2014. (B)(4).